Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. Software error detected found in the pump history (linenumber = 0 and filenumber = 1), problem isolated to electronic assemblies. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump alarmed software error. The customer's blood glucose was unknown at the 389 mg/dl of incident. The insulin pump was returned for analysis.